Manufacturer narrative:
Per direction by FDA in a letter dated, july 20, 2018, this emdr is being filed to submit new information obtained based on the complaint investigation results. The initial report for this event was submitted in the quarter 1 2018 asr report. However, supplemental reports regarding the asr are no longer being accepted. It was agreed upon with the FDA that the date of awareness would be the date of the letter received, which is july 20, 2018. Received the catheter only for evaluation. The reported event was unconfirmed as the problem could not be reproduced. The exterior of the sample was visually inspected and did not find any evidence of a failure that would support the reported event. Per the functional evaluation, water was introduced thru the drainage eye and came out from drainage funnel without difficulty. Sample was sent for flow rate test and passed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: contraindications: 1. Precautions for use: (1) since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken the fix the catheter securely. (2) when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken. 1.precautions for use (exercise caution when using the device in the following patient) (1) exercise caution when using the device in patient with high urinary calcium levels as encrustation on the balloon surface, catheter occlusion or damage may occur. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that urine outflowed into the bag after placement, but 30 minutes later, the user found that urine outflow was stopped. The original catheter was removed, and another one was placed. Reason for report: investigation results. (B)(4). Initial asr report submitted: quarter 1/2018. Corresponding exemption number: e1997042